Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The customer reported a panta vial contained in the bd bactec¿ mgit¿ 960 supplement kit appeared to be contaminated with mold. The contamination was noticed prior to use, and no patient impact was reported. The customer stated: mold was found to be growing in the panta. The lot# of the kit is unknown.

Event description:
The customer reported a panta vial contained in the bd bactec¿ mgit¿ 960 supplement kit appeared to be contaminated with mold. The contamination was noticed prior to use, and no patient impact was reported. The customer stated: mold was found to be growing in the panta. The lot# of the kit is unknown.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 24-mar-2024. H.6. Investigation summary: panta batch number 2181198 was provided by the customer. Batch history review for panta batch 2181198 was satisfactory per internal procedures. Qc inspection and testing were satisfactory at time of release. For this product, retention samples are maintained as individual components and no complete cartons were available for inspection. No retention samples were available for inspection. Three photos were received to assist with the investigation. One reconstituted vial of panta. One photo shows one reconstituted panta vials with some growth floating in solution. One photo shows one vial batch number 2181198. Returns were received to assist with the investigation. One vial batch 2181198 was received uncrimped and reconstituted with growth. The growth was sent for identification was found to be mold. Without the kit batch number or supplement batch number associated with this kit, the components of this kit cannot be verified. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.